Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through steps to inspect and clean the pump, but the issue with loading the new cartridge persisted. The customer declined further assistance and opted to load a new cartridge independently.